Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) in the left ventricular (lv) channel along with undersensing in the right atrial (ra) channel. In addition, high capture thresholds were observed in the lv and right ventricular (rv) channel. The physician believed this was related to patient condition. Continuous monitoring was going to be provided. This crt-p remains in service. No adverse patient effects were reported.